Event description:
It was reported that the osteolysis was lytic-hypertrophic.

Manufacturer narrative:
Additional data.

Event description:
N/a.

Manufacturer narrative:
Additional data.

Manufacturer narrative:
The device has not been returned for evaluation. Root cause is unable to be determined at this time. The reported event has been addressed in the device labeling. Device not returned.

Event description:
Information was received that the patient had localized osteolysis level with the nail¿s telescopic junction which is clearly atypical and potentially implant-related. Additionally, lateral periosteal reaction occurred at the same level.